Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Troubleshooting was performed and determined the cartridge to be the cause for the occlusion. Customer's blood glucose level was 251 mg/dl. Reportedly, the customer changed the cartridge to resolve the reported issue.